Event description:
Device report from (B)(6) reported the following: on (B)(6), the doctor placed a tomofix plate and 8 locking screws for knee osteoarthritis. One month later, patient got up from the bed and landed loaded on the bone fracture. The doctor believes that the screw would have been broken at this time. The device was replaced and the patient's hospital stay was extended.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned.